Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# : (B)(4), implanted: (B)(6) 2019. Product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Manufacturer representative (rep) met patient at doctor¿s appointment. The rep ran routine impedance check, contacts 8-15 have no connection to battery and impedance measures greater than 40,000. Pt reports he has fallen a couple times over the past few months. No diagnostics or interventions/actions were taken, as the stimulator is not programmed to use that lead. The pt reports good low back relief with the current stimulator settings. No surgery planned at this time since patient gets pain relief with use of just one lead. No patient symptoms were reported.